Event description:
It was reported that during a laparoscopic sigmoidectomy while sweeping/dissecting with the tip/shaft of the device, the tip bent sideways and became unusable. The case was completed after a five minute delay. Surgery was performed by a colorectal surgeon.

Manufacturer narrative:
(B)(4). Batch #: v95r5u. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx145c device was returned with the distal guide weld broken. I addition the knife was bent. The device was connected to the generator and it was recognized. Because the knife was damaged not all functional testing could be performed with the generator. The blade could not be fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.